Manufacturer narrative:
(B)(4).

Event description:
It was reported the ¿correctly implanted lead deviated after the removal of the stylet.¿ x-ray imaging was performed in order to confirm the ¿lead migration¿ and was noted to have ¿verified¿ the issue. The lead was replaced at the time of the procedure as a result of the event and the issue was resolved. A supplemental report will be filed if additional information is received.